Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 403 mg/dl and would like to check the pump. The customer indicated that the infusion set was changed but the blood glucose did not go down. Troubleshooting found that the customer was using each reservoir for an entire week. Troubleshooting advised customer to change the entire set, reservoir and insulin every 2 to 3 days. Customer indicated that they would call back to further troubleshoot as they did not have the pump.